Event description:
It was reported that the battery longevity was at 2% and after ten days the device exhibited an elective replacement indicator (eri). Technical services suspects premature battery depletion. The device was explanted. There were no additional adverse patient effects.